Event description:
R51 power wheel chair had erratic movement and end user hit a wall in her home. End user sought medical attention and had a broken pinky toe on her left foot as a result of this incident. End user stated that her broken pinky toe was swollen and blue ,so she went back to the ER and was diagnosed with a break on top of a break.